Event description:
As part of a sigmoid bowel resection, this device was applied and deployed using correct techniques, the appropriate cut was made and, upon release, it was found that the stapler did not fire. Immediate consequences: prolonged 'operating room' time, change of wound class from ii to iii, need to use several more staples than normally required.